Manufacturer narrative:
MFR ref no.: (B)(4). Baxter rec'd and evaluated the device in question. The eval confirmed the reported "system error 105" message, caused by broken motor screws. The motor assembly was replaced.

Event description:
It was reported that a device displayed a "system error 105" message. Any pt involvement, injury or medical intervention is unk.